Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured guidewire is confirmed; however, the exact cause is unknown. One photograph of a what appears to be a guidewire was returned for evaluation. An initial visual observation of the photograph showed the distal tip of the guidewire where the core wire was fractured, and the coiled wire was unraveled. Use residue was observed on the sample in the returned photograph. No additional details could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the guidewire fractured during withdrawal of the guidewire. Additional information received on 4/22/2025: the front end is broken and the filament comes out. No debris residue and no harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
Powerme are a device that are not sold or registered in the united states, an initial MDR was not needed for this device. This is a supplemental report to retract our initial submission.